Event description:
It was reported that a follow up was going to take place due to possible sense b node noise pattern issue involving this electrode. A follow up took place and a possible connection issue was suspected. Patient maneuvers in the three sensing vectors showed oversensing in the primary and alternate sensing vectors with right and left side twisting movements. Noise was also seen in the primary sensing vector. The device was reprogrammed to the secondary sensing vector. A request for device data review was needed. No adverse patient effects were reported. This electrode remains implanted.